Event description:
It was reported that during stage 2, impedances were out of range at contact 3. Extension was rotated, but issue followed extension. Disconnected and reconnected x3, lead to extension connection, and extension to battery - impedance issue remained. Utilized extension test cable, but issue still present at what appears to be lead level. Doctor elected to stay with current extension and move forward in case with impedance out of range at contact 3. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 brand name sensight; product ID b3400040 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep clarified the impedances were high. They are not aware of any external/environmental/patient factors that may have caused or contributed to the high impedance.